Manufacturer narrative:
Head section assembly.

Event description:
It was reported by service report that on the patient left side, the loading wheel and plastic cover were able to move left/right. This was caused by a metal break where two screws attach the wheel assembly to the head section frame at the screw location. It is unknown if there was patient involvement or if there are adverse consequences to report.